Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and was emergency medical services dispatched due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 489 mg/dl. Customer¿s blood glucose level was 200 mg/dl. Customer was put on a ventilator while at the hospital stay and given injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that insulin pump passed the self test and displacement test. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.